Event description:
It was reported that during a revision total knee replacement, the universal reciprocating saw attachment easily released the blade, leaving it in the surgical site after approximately 6.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.